Event description:
It was reported to boston scientific corp in 2008, that an rf 3000 radiofrequency generator device was used during an ablation procedure performed on four days earlier. According to the complainant, the pt received burns during the procedure. The procedure outcome is unk. The pt's condition at the conclusion of the procedure is unk.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.